Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
This product is registered as a combination product. The results/method and conclusion codes along with investigation results will be provided in the final report. Further information was requested but not received

Event description:
It was reported that a patient's right ventricular lead was extracted. No indication was given as to why the extraction was necessary